Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion being treated was located in the moderately tortuous and mildly calcified distal right coronary artery (rca). A 16 x 2.25 promus premier¿ stent was selected to treat the lesion. When trying to deliver the device to the lesion via the guidewire ,friction was encountered then it was noted that the device was stuck with the guidewire. The device was removed from the patient without difficulty and the procedure was completed with another of the same device. No patient complications were reported and the patients status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the crimped stent found no issues with the crimped stent. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issues with the profile. There was no evidence of kinking, necking, stretching or twisting of the inner wire lumen and following visual examination it was possible to successfully track the device over a 0.014" guidewire without issue. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion being treated was located in the moderately tortuous and mildly calcified distal right coronary artery (rca). A 16 x 2.25 promus premier¿ stent was selected to treat the lesion. When trying to deliver the device to the lesion via the guidewire , friction was encountered then it was noted that the device was stuck with the guidewire. The device was removed from the patient without difficulty and the procedure was completed with another of the same device. No patient complications were reported and the patients status was good.